Manufacturer narrative:
Investigation summary: received a 24ga pegasus catheter-adapter extension set with 2 q-syte units (one on each port) attached to the y adapter. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: unit 1: damage (tears) was observed on the slit of the septum top disk. Damage (tears) was observed on the slit of the septum bottom disk (dissected after leak test). Damage (tears) was observed on the column wall (both sides). Unit 2: damage (tears) was observed on the slit of the septum top disk. Damage (tears) was observed on the slit of the septum bottom disk (dissected after leak test). No damage was detected on the column wall. Water-leak test: the units were connected to an iso standard fixture and the test was performed on actuated and un-actuated positions: unit 1: the unit leaked during the actuated position. Water leaked through the column wall and out the vent hole. No leakage occurred during the un-actuated position. Unit 2: no leakage occurred during either (actuated or unactuated) positions. Conclusion: indeterminate: a definite source that caused the column and slit tears could not be established; the column tear could contribute to leakage. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the male luer connection during the infusion. The defect was noticed after sealing the clamp and connecting with the flush. This occurred on 6 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that leakage at male luer connection(q-syte)during infusion issue was noticed after sealed the clamp and connected with flush to IV push the normal medication".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the male luer connection during the infusion. The defect was noticed after sealing the clamp and connecting with the flush. This occurred on 6 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that leakage at male luer connection(q-syte)during infusion issue was noticed after sealed the clamp and connected with flush to IV push the normal medication."